Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, there were unformed staples. Another device was used to complete the case. No pt consequence.